Event description:
It was reported that during a laparoscopic cholecystectomy, the first few clips didn't form properly. They were loose on the tissue. The surgeon used another clip applier to finish the case without further incident. There was no patient consequence.